Event description:
On (B)(6) 2005, the plaintiff was implanted with an ams monarc sling. It was alleged by the plaintiff's attorney that the plaintiff "suffered injuries including infections, pain, mental anguish, discharge and multiple corrective surgeries as a result of her implantation." It was also alleged that the plaintiff experienced mesh erosion and diminished capacity for the enjoyment of life, and other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.